Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two reports associated with this event.